Event description:
The following additional information was reported: the patient was "doing well [with] no complaints," visual acuity was 20/20, and pressures were "well-controlled" at 13mmhg on 1 iop-lowering medication. The surgeon had no complaints or concerns and planned to continue routine monitoring of the patient.

Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The hydrus delivery system was discarded and is not available for evaluation; the microstent remains implanted in the patient and is therefore not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Although the device is not available for evaluation, proctor analysis of the event led to a conclusion of use error. Additional patient information has been requested; a supplemental report will be filed if new information is received. Hyphema obscuring the surgeon's view, iridodialysis, and malposition are listed in the device labeling as potential adverse events. (B)(4).

Event description:
On (B)(6) 2021, a patient underwent cataract extraction with toric intraocular lens and hydrus microstent implantation. During this surgical training case, initial attempt at implantation resulted in posterior placement; the device was recaptured successfully and the surgeon redelivered the microstent. During redelivery, visibility to the observer scope was lost and the proctor was unable to view the procedure. Once the view through the observer scope was restored and the surgeon cleared the anterior chamber of heme, a 1 to 1 ½ clock-hour iridodialysis was observed and the microstent was not visible. At post-operative day 1, the surgeon reported the patient was "doing well" with intraocular pressure (iop) at 10 mmhg; the microstent was still not visible. At post-op week 1, the surgeon reported the patient to be "steadily improving" with "reasonable" iop and vision. Due to cloudy views, the surgeon was unable to locate the device but noted it was "likely behind the iris." Optical coherence tomography (oct) and optos retinal imaging were completed and the microstent was not located on either image. At the most recent follow-up, pressures and vision remain good and the stent has not been visualized with oct testing.